Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified error with the adc device when inserting test strip. The customer was therefore unable to use device to monitor glucose and experienced symptoms of chills and sweating. The customer was seen by a healthcare professional (nurse) who administered insulin injection (dose/type unknown) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and investigated with retain strips. Visual inspection has been performed on the returned reader and no issues were observed. Attempt to performed control solution testing and an errc-3 was observed and addressed. The reader was de-cased and visual inspection was performed and debris was observed inside the strip port. Therefore, issue is not confirmed to use due to debris in strip port. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section h4 (device mfg date ) was incorrectly submitted in the previous report. Correction has been made.

Event description:
A customer reported an unspecified error with the adc device when inserting test strip. The customer was therefore unable to use device to monitor glucose and experienced symptoms of chills and sweating. The customer was seen by a healthcare professional (nurse) who administered insulin injection (dose/type unknown) for treatment. There was no report of death or permanent impairment associated with this event.